Event description:
The reporter's wife stated that she saw an er1 message about a month ago when she put the blood on the wrong side of the strip and then didn't insert it all the way. She didn't use the confirmation dot. No allegation of harm or medical intervention noted.